Event description:
It was reported that during cleaning in the decontamination area, it was discovered that the attachment device came apart in two pieces. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which determined that the unit had come apart. It was observed that the nose tune had detached from the nose cone, which was most likely due to the lock tite breaking down over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be the device worn from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.